Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported that lancet is showing outside cap after firing. Lancet is seated correctly. No adverse event alleged, lancing device and lancets replaced and requested for return.